Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a).

Event description:
Healthcare professional reported "broken device" on the right side. The device has been explanted-replaced and will not be returned.

Manufacturer narrative:
Continued additional phone number (e.1): (B)(6). A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "couple of broken devices".

Event description:
Healthcare professional reported "broken device" on the right side. The device has been explanted-replaced and will not be returned.

Event description:
Healthcare professional reported "broken device" on the right side. The device has been explanted-replaced and will not be returned.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/18/2024.